Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 09/30/2016. Customer confirms the strips have been in use for more than 4 months. The customer could not confirm the storage conditions of the test strips. Customer performed back to back blood test, 112mg/dl and 103mg/dl fasting. Reviewed meter memory: 1:112 mg/dl (B)(6) 2015 01:08:00 pm fasting: yes; 2:103mg/dl (B)(6) 2015 01:07:00 pm fasting: yes; 3:100mg/dl (B)(6) 2015 07:50:00 am fasting: yes; 4:131mg/dl (B)(6) 2015 11;30:00 am fasting: yes; 5:154mg/dl (B)(6) 2015 11;31:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Product not yet returned.